Event description:
It was during a breast biopsy, the customer was unable to change the vacuum pressure on the lcd screen. The case was completed with no consequence to the pt. The control module being returned for repair.

Manufacturer narrative:
Evaluation summary: the control module was returned to the analysis site due to the customer was unable to change the vacuum pressure on the lcd screen. The analysis site confirmed the customer complaint and found that the complaint was due to the uniboard not able to store calibration settings. To correct this, the analysis site replaced the uniboard and performed service tests with no functional faults found. Complaint info is trended on a regular basis to determine if further investigation is warranted.